Event description:
It was reported that the patient came into the emergency room due to device beeping, and interrogation revealed a power on reset (por). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed the device had a status of power on reset (por) parameters. Por for write to locked ram with ecc-lia conflict, addr=6dc2, data=f1 on (B)(6) 2012. Patient alert for device circuit error on (B)(6) 2012.